Event description:
Unomedical reference number (B)(4). A patient went into a coma. No information was provided if it was due to a high or a low blood glucose level.

Manufacturer narrative:
Final comment from unomedical (B)(4). No relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. The claimed failure cannot be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents.

Event description:
(B)(4). Initial report sent april 4. 2018. A patient went into a coma. No information was provided if it was due to a high or a low blood glucose level.